Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The 85% stenosed target lesion was located in the mildly calcified superficial femoral artery. The 5.0x200mm innova stent system was advanced to the lesion. While attempting to expand the stent, it moved forward. The physician tracked it back to the desired location; however, the stent kept advancing, approximately 1cm. Once in the correct position, the physician felt tension in the wheel during expansion, attempted to retract it and noted the stent appeared "curled up". The tension increased and the stent then appeared elongated and the proximal radiopaque markers were no longer visible. It was observed that the proximal 1cm portion of the stent was stuck protruding from the introducer and the remaining portion of the stent had broken into several parts within the artery. A 5.0x101mm epic stent was then implanted successfully, treating the original lesion and jailing the stent fragments to the vessel wall. There were no additional patient complications reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that vascular access was obtained via an ipsilateral approach.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The 85% stenosed target lesion was located in the mildly calcified superficial femoral artery. The 5.0x200mm innova stent system was advanced to the lesion. While attempting to expand the stent, it moved forward. The physician tracked it back to the desired location; however, the stent kept advancing, approximately 1cm. Once in the correct position, the physician felt tension in the wheel during expansion, attempted to retract it and noted the stent appeared "curled up." The tension increased and the stent then appeared elongated and the proximal radiopaque markers were no longer visible. It was observed that the proximal 1cm portion of the stent was stuck protruding from the introducer and the remaining portion of the stent had broken into several parts within the artery. A 5.0x101mm epic stent was then implanted successfully, treating the original lesion and jailing the stent fragments to the vessel wall. There were no additional patient complications reported. It was further reported that vascular access was obtained via an ipsilateral approach. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the innova stent delivery system (sds) was received with no original packaging or other devices. An examination of the device could confirm that the stent was deployed into the introducer sheath. The marks on the tip are consistent with marks that are made when trying to withdraw the sds through a stent that is constrained (i.e. Deployed) into the introducer. There were no other visible defects on the device. The reported stent movement forward was mostly likely due to the fact that the triaxial sheath (blue sheath) was not engaged with the introducer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).